Event description:
It was reported that pump malfunction occurred with malfunction code 12 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.